Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where the station was down with ¿patient interface error¿ and ¿order interface error¿ messages. The customer reported that the system later displayed ¿patient data not current¿ and ¿order data not current.¿ the customer confirmed that patient and order data were eventually received but with delays. The customer requested further investigation into the interface issue, as the error is general and all patient and order data are crossing, with no specific examples available. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the station was down with ¿patient interface error¿ and ¿order interface error¿. A technical support specialist (tss) dialed into the server and identified a delay in the last heartbeat local date time. The tss then accessed the carefusion and coordination engine (cce) server and restarted the cce service, after which the delay was resolved. A critical override query was run, confirming that all overrides had cleared. The tss noted that the cce server had been running for approximately 650 days and recommended a reboot. The cce server was successfully rebooted, and a case update was emailed to the customer, confirming that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.